Event description:
It was reported to olympus, that the evis exera iii colonovideoscope had no air flow through the scope. The issue was found during inspection for use for a procedure and it was completed with a similar device. Inspection and testing of the returned device found that the nozzle was clogged. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The air flow was okay when the nozzle was removed. It was noted the label was incorrect and the bending section rubber glue was leaking. The angulation was low and there was a deep dent on the distal end plastic. The control knob had play and there was clicking noise on the left side when it was clocked. There was peeling on the cement and the light guide lens had a crack. The bending section rubber glue had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.